Event description:
A complaint was rec'd from a customer that stated they rec'd erratic results when they used excel off brand reagent strips. Examples are: 457, 73 and 65 mg/dl. These tests were taken within minutes of each other and from different fingersticks. The differences between these readings could be clinically significant. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of a off brand reagent. An attempt was made to perform electronic checks but the customer did not have the check strip. This item will be supplied to the customer and f/u made.